Event description:
Root surface of tooth treated with dental laser appeared brown, possible burn to root. This could be seen with a perioscope. Reporter has a copy of video. This occurring during "laser curettage."